Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this right atrial (ra) lead contacted technical services (ts) to inquire the possibility to undergo a magnetic resonance imaging (MRI). The patient stated that the ra lead had anomalies since implant. Upon review of the available information ts observed signal artifact monitor (sam) episodes from approximately five years prior with noise that was potentially being oversensed. In addition, high out of range pacing impedances with values greater than 3000 ohms were observed. A follow up was recommended to evaluate the device and potentially scheduled an MRI. Furthermore, it was reported that continuous monitoring was going to be provided. This ra lead remains in service. No adverse patient effects were reported.